Manufacturer narrative:
Argus case (B)(4).

Event description:
Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, toothbrush looses or was missing filaments or tufts. The consumer did not know if it was missing bristles or if it came out after the first brushing, follow up information was received from quality assurance department on 11 dec 2020 regarding product complaint ref ID 01426506 for lot no. Unk : quality assurance analysis revealed the complaint to be unsubstantiated. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information was not available the complaint cannot be substantiated and would be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample was received, the complaint issue would be reopened and further evaluated.

Manufacturer narrative:
Argus case: (B)(6).

Event description:
If I swallowed it or if it went down the drain. [Accidental device ingestion]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, toothbrush looses or was missing filaments or tufts. The consumer did not know if it was missing bristles or if it came out after the first brushing.